Event description:
The daughter of a (B) (6) female pt contacted lifecor customer support to report that one of her mother's battery packs does not seem to be holding a charge. Support had the daughter download and the download revealed several flags indicating that there may be a problem with the monitor. Support replaced the monitor. The monitor was replaced on (B) (6) 2009, along with both battery packs for pt confidence. The monitor was evaluated and found to be fully functional. A review of service records found that one of the battery packs returned by the pt would not charge or power up a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.